Event description:
It was reported that this right atrial (ra) lead exhibited noise and impedance issue. To date, this lead remains in service. No adverse patient effects reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).